Event description:
It was reported that the customer had normal blood glucose levels of 112 mg/dl. The customer reported programming a bolus from the insulin pump but the threshold suspend feature of th insulin pump prevented the insulin pump from doing so. The customer was advised that the threshold suspend feature was a safety feature on the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.